Event description:
User facility reported that a patient received a 2nd degree burn during spine surgery.

Manufacturer narrative:
Initially, the user facility alleged that the surgical microscope increased to 100% intensity in an uncontrolled manner, without input from the user. The instrument was subsequently inspected by a field service representative and found to meet product specification. No instrument failure could be found that would cause an uncontrolled change of the intensity. The senior surgeon considers the incident to be the result of user error and not a device malfunction.